Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was returned for evaluation. Visual examination of the bumper tip found no damage or issues with its profile. The balloon cones profiles were also reviewed and no issues were noted with the overall balloon profile. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and midshaft sections found no issues with their profile. A visual and tactile examination found severe kinking on the hypotube shaft and the shaft itself was broken in the region of the severe kinking. The hypo-tube broke 933mm distal from strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties was encountered. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery. A 28 x 3.50 promus premier drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube broken.